Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-28408. It was reported that the patient presented in the emergency room after experiencing syncope. Upon interrogation, it was observed that the right ventricular (rv) lead and pacemaker exhibited oversensing and intermittent pauses. It was noted that the patient had complete heart block. Programming changes were made but the pauses still occurred. The rv lead was capped and replaced on (B)(6) 2021. The pacemaker was explanted and replaced. There were no pauses after the device and lead replacement. The patient was in stable condition.